Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6) supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test after use of the device. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d10, h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and replaced safety disk (0202-00-0140) and drive assy (0104-00-0031) due to leakage. The unit passed all functional and safety tests as per factory specifications. The device is approved for clinical use.